Manufacturer narrative:
Complaint is confirmed. Visual evaluation noted that ar-9676 and ar-9597-20 were received separated. Ar-9676 had damaged on the edges around the device and heavy circular abrasion marks around the outside diameter of the shaft. Functional testing with the mating part ar-9597-20 returned reveals that the devices did not rotate freely due to the damage around both devices. The most likely cause for the reported failure can be attributed to user error of the device due to interference with mating instrument.

Event description:
On 10/30/2023, it was reported by a sales representative via sems-06070651 that an ar-9597-20 angled reamer sleeve and an ar-9676 angled reamer driver shaft were welded together. This was discovered during an unspecified procedure, with no reported patient harm. Additional information received on 11/2/2023: this was discovered during a rtsa procedure. The surgeon was able to finalize the ream w/ 9676 angled reamer to complete the procedure.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.